Event description:
The nurse reported that when she opened the outer packet (box) of the implant (B)(4) the part of the inner packet (paper) had ripped of (size of the paper piece = 5cm) at the same time. The inner packet stayed unbroken. The customer managed to continue the operation using another triathlon implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.